Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular (rv) lead. It was also noted that the rv lead was fractured. The rv lead along with a previously capped rv lead and the device were explanted with planned replacement in the future. It was further reported that the patient was deceased and died three days post explant of the device and leads. The cause of death has been requested and not received at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2013. Of note, the reportable serious injury (inappropriate shocks and lead fracture) is normally submitted via an asr fidelis report submission that should have been submitted on (B)(4) 2014. Information was subsequently received on (B)(6) 2014 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for asr reporting and is therefore being submitted as a 30-day report. Concomitant product: product ID: 693165, serial# (B)(4), implanted: (B)(6) 2005. (B)(4).